Manufacturer narrative:
H6: investigation summary the customer reported leakage and returned only a picture of the packaging. The complaint cannot be formally verified without a sample or photo of the incident. However, with the information available, there is a project underway in the manufacturing facility to lower the risk of drip chamber separation recurrence caused by solvent assembly errors. A quality alert was generated in order to confirm the condition of the dispenser before use and to ensure that operation is carried out correctly by the production operator who performs the assembly of tube. A device history record review could not be performed on material 10802688 because the lot number is unknown.

Event description:
It was reported that the bd gravity administration set leaked. The following information was provided by the initial reporter: we have identified the same and on-going issue with more of your product attached is the package label from the most recent product we had the issue with. When used it began leaking profusely.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd gravity administration set leaked. The following information was provided by the initial reporter: we have identified the same and on-going issue with more of your product attached is the package label from the most recent product we had the issue with. When used it began leaking profusely.